Event description:
It was reported that the patient was getting minimal relief with the spinal cord stimulator (scs) and was charging the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the patients ipg will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patient was getting minimal relief with the spinal cord stimulator (scs) and was charging the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.